Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level of 800-1000 mg/dl and ketones that were identified as dangerous by healthcare provider. Cause was unknown. The customer experienced a concussion as a result of their bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.